Event description:
It was reported that the drainage catheter was difficult to remove. A 6 french flexima apdl was selected for use to drain a biliary abscess. The drainage catheter was inserted into the patient, but the drain could not be released. The plastic cannula folded back on itself like an accordion when the internal metal component was pulled. The drain, therefore, could not be used as the lumen was covered by the internal metal part. Removal of the drain was difficult because of the accordion like damage, and resulted in pain during removal. A new drain was successfully inserted. There were no further patient complications as a result of the event.